Manufacturer narrative:
Concomitant devices, therapy date is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: titanium lcp distal femur plate 7 holes 196mm left (422.253s, lot 9881063, quantity 1).

Manufacturer narrative:
Amia & product evaluation/investigation summary was performed. The investigation of the complaint articles indicates that: 2x article 309.530 with lot 9598821 / extract-screw coni forwarded to manufacturing plant (B)(4) for investigation: received condition of device: instrument was not delivered in original packaging. Laser marking is readable. Extraction screw has traces of use on its surface. Part of the conical thread has broken off and has not been delivered for this investigation. DHR review performed for the affected product 309.530 / lot 9598821. The DHR reviewed and there was scrap documented in the inspection sheet in the section conical threads ((B)(4)). It was found this section was wrong documented by the supplier (B)(4). This scrap is not relevant to the complaint condition since is not related to hardness. As relevant for the complaint condition: ¿broken threads¿, the following features were identified and measured. The hardness test was performed and its results shows that is according to the drawing, has fulfilled the specification. Besides, during manufacturing process the hardness was tested through the inspection sheet has fulfilled its specifications. Dimensional measurements at the threads cannot be performed due to part of the threads is missing. The raw material is not tracked by lot number. The check was performed based on fifo (first in/first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the component. Thus, the raw material used fulfilled the specifications. On the basis of the investigation the complaint is confirmed since the article is broken. However, according to the investigation results and from the manufacturing point of view this complaint is rated as not valid because the relevant features were measured and have passed the specifications, besides no manufacturing issue could be found. As this complaint is confirmed but not valid therefore the review of the specific prm and pra line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth not available for reporting. Device is an instrument and is not implanted/explanted. Concomitant device therapy date is not known. Hospital telephone not available for reporting. (B)(4). DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 15.dec.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported devices were initially used in the surgery for the distal femoral fracture on unknown date. The lcp (locking compression plate) distal femoral plate (7 holes) was used. The planned removal surgery was performed on (B)(6) 2017. When the surgeon tried to remove the locking screws from the distal part, the screw head of all five (5) screws became stripped. The first screw could be removed by the removal screw. The second and third screws could not be removed initially since the removal screw was broken. The second screw could be removed eventually by using the mosquito pean which was owned by the hospital. Although the carbide drill bits and the airtome were used, the removal of the third screw was not successful because the surgeon had no clear idea how much drilling of the bone would be necessary in order to remove the screw head. The fourth and fifth screws in the diaphysis were left in the bone without any attempt at removal. Surgeon noted the patient¿s age and bone quality may have played a role in these issues. The surgery was extended for 30 minutes. Concomitant devices reported: 5.0 mm locking head screw self tapping 80 mm (413.380s, lot 9579728, quantity 1), 5.0 mm locking head screw self tapping 80 mm (413.380s, lot 9547653, quantity 1), 5.0 mm locking head screw self tapping 75 mm (413.375s, lot 9771172, quantity 1), 5.0 mm locking head screw self tapping 75 mm (413.375s, lot 9602093, quantity 1), 5.0 mm locking head screw self tapping 70 mm (413.370s, lot 9743330, quantity 1), 5.0 mm locking head screw self tapping 75 mm (413.375s, lot 9771172, quantity 1), lcp distal femur plate 7 holes/196 mm-left (422.253s, lot 9881063, quantity 1). This report is for one (1) conical extraction screw for large screws and 4.9 mm bolts this is report 1 of 2 for (B)(4).